Manufacturer narrative:
The product did not pass MFR testing. The prodcut was scrapped.

Event description:
Staff members were treating a pt (age and gender unknown) who required defibrillation during a surgical procedure. The unit did not charge. The staff obtained another set of internal paddles and defibrillated the pt. There was no adverse effect on the pt.